Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. As received, the trunk cable was pulled from the distribution node (dn) strain relief which damaged the j702 connector on the dn pca board. The root cause of the damaged connector and cable is excessive force placed on the cable. There is no indication that the device malfunction caused or contributed to the patient's death. The patient passed away while not wearing the lifevest. The damage likely occurred during the last removal.

Event description:
During servicing of an electrode belt, which was returned for investigation into a patient's death, a reportable problem was found. The trunk cable was missing from the electrode belt.